Event description:
It was reported that the procedure was aborted. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. Following pre-dilatation with a wolverine cutting balloon, a 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. During removal, the stent struts were damaged and the procedure was not completed due to unspecified reason. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.50 x 16mm stent delivery system catheter was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal stent struts lifted. The undamaged crimped stent outer diameter was measured, and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that the procedure was aborted. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. Following pre-dilatation with a wolverine cutting balloon, a 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. During removal, the stent struts were damaged, and the procedure was not completed due to unspecified reason. No patient complications were reported.